Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had an absence of a low reservoir alarm. The customer stated there were no alarms when the insulin pump was low on insulin. Customer's blood glucose was 170 mg/dl. The customer declined to troubleshoot. No additional information provided.